Event description:
It was reported that a high risk, coronary percutaneous intervention (pci) was attempted on a patient with triple vessel disease. One xience alpine stent was successfully implanted in the moderately calcified, right coronary artery (rca) lesion and an unspecified guide wire was unable to cross the heavily calcified, circumflex (cx) coronary artery lesion. A trek dilatation catheter dilated the obtuse marginal (om) coronary artery, heavily calcified lesion, without any device difficulty. Following; however, a plaque shift from the om, to the cx, was noted. The patient went into cardiac arrest. A xience alpine stent was successfully implanted in the left anterior descending (lad), heavily calcified lesion in an attempt to increase blood flow and cardiopulmonary resuscitation (CPR) was attempted. The patient passed away. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patients weight was estimated. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of death is a known observed and potential patient effect as listed in the rx trek instruction for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. Based on the information reviewed, there is no indication of a product deficiency.